Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the information in the event description is insufficient to support a conclusion that a device related malfunction did not occur the complaint will be reported to the FDA.

Event description:
Reportedly, endocatch bag released before the string was pulled. They finally were able to get a endocatch to work properly. No injury.